Event description:
Chemotherapy (doxorubicin, etoposide, vincristine mixed bag) running through non-pvc tubing with 0.3 micron filter, leaking medication at the filter site (where tubing connects to the filter). This cause a chemo spill onto sheets, patient clothing, and floor.